Event description:
Pt developed capsular contracture almost immediately after implants inserted. Physician attempted on two occasions to correct this, but to no avail. Over the 16-year-period since implantation, the hardening has gotten significantly worse. She also has unusual hair loss and fatigue all the time and scalp is frequently sore.